Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal IFU (instructions for use) instructs the user that once the anchor has been deployed correctly, and the device cap has been locked into the rear position, to slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. When the insertion sheath clears the skin, a tamper tube will appear. The user is then to grip the tamper tube and gently advance the knot and collagen while maintaining tension on the suture.

Event description:
It was reported that an angio-seal was selected for use, for closure of the arteriotomy in the left common femoral artery (lcfa). The technologist deployed the anchor and was preparing to pull the hub of the angio-seal back. Upon pulling the device back, the tamper tube did not slide out of the patient for the technologist to grab onto. The tamper tube remained in the patient's groin below the skin surface, but then began to work itself out. Pull back of the device was completed, the collagen was tamped down, and the black marker was seen. Hemostasis was not achieved and manual pressure was held for 35 minutes. The patient's distal pulses were checked and reported to be good. It was decided that the patient would remain overnight in the hospital as a precaution, to make sure that the artery sealed correctly. Angiomax was given during the procedure.